Manufacturer narrative:
(B)(4).

Event description:
It was reported that when filling up air into the cuff of a portex® endotracheal tube, the customer felt resistance through it and it would not inflate. No patient injury.

Manufacturer narrative:
One portex® endotracheal tube was returned for analysis in used condition. No discrepancies were noted upon visual examination. The following functional testing was performed: occlusion testing by manually inflating with syringe and tube section was cut off. The sample presents with resistance while inflating/deflating cuff and partial occlusion was noted in the assembly of the inflation line were resulted. Relevant documents were reviewed and deemed adequate. Training records were reviewed finding that all operators were trained on operation. Production personnel were found to be following tracheal manual flow line - bell-out, fit inflation line and leak test procedure. A review of 32 samples was done finding no leaks or discrepancies. The failure mode was attempted to be reproduced by using five pieces from the production floor, solvent was applied, dried and reapplied. The samples were then the inflation line assembly was performed finding that the five samples were occluded. Based on the evidence, the complaint was confirmed and the root cause was found to be due to manufacturing.